Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that programmer stylus pen would not work with the display screen. When the pen was replaced the issue did not resolve. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed that the universal serial bus (usb) port was broken, however, analysis was unable to confirm the customer comment that the stylus would not work with the display screen. It was noted that the power cord bay assembly was damaged and the power cord was damaged. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the radiofrequency head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.